Event description:
It was reported that following the implant procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD) system, standard shock testing was performed which resulted in an elevated, but still in-range impedance measurement (140 ohms) of the delivered shock. X-ray images were taken, which showed that the electrode was poorly positioned and was not pressed against the sternum. The device was confirmed to be in a suitable position. Further shock testing and potential surgical repositioning is anticipated to resolve the event, and this patient remains hospitalized. The s-ICD system remains implanted and in-service.